Event description:
Additional information received reported that the resistance was in the proximal part of the catheter. The coil had come out of the introducer sheath smoothly. There was no kink/damage observed to the coil or catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition: the axium device and the echelon-10 microcatheter were both returned for analysis within a shipping box, inside a sealed plastic biohazard pouch, and inside an opened axium inner pouch. The coil was returned within an introducer sheath. Visual inspection/damage location details: the introducer sheath was found to be applied correctly and was found in good condition. The actuator interface was found securely attached to the coupler tube. The break indicator was found to be intact. No evidence of detachment attempts was found at these locations. The axium pusher was found bent within the introducer sheath at ~188.2cm from the distal end. The shield coil was returned in good condition. The coin was found to be against the lumen stop covered in blood. The implant coil was already detached and not returned, and the condition could not be assessed. No damages or irregularities were found with the echelon-10 hub, micro catheter body, distal tip or marker bands. Testing/analysis: the release wire tip was found to be sticking out of the retainer ring and was measured to be ~0.0036¿, which was found to be within specification. (Specification 0.002¿- 0.005¿). The retainer ring was found to be undamaged. During testing, the coin was became damaged and unable to be measured. An in-house guidewire was inserted into the echelon-10 hub, through the micro catheter body, and out the distal end with no resistance encountered. Conclusion: based on the device analysis and reported information, the customer report of ¿catheter resistance¿ and ¿coil resistance/stuck in catheter¿ could not be confirmed, and the event could not be replicated. No damages or irregularities were found with the returned echelon-10 and no resistance was found during in-house resistance testing. The customer¿s report of ¿premature detach¿ was confirmed, and the root cause was determined to be blood within the lumen stop.; however, the cause could not be determined. The pushwire, having blood within, can be a possible cause for premature detachment by contributing to the premature detachment by allowing the detachable element to exit the retainer ring prematurely due to malfunction caused by the blood; however, this could not be confirmed. No signs of any detachment attempt at the actuator interface, or the break indicator was found. In addition, no damages were found with the returned detachment subassemblies. However, as the implant coil (and detach element) was not returned. Any contribution of the implant coil (and detach element) towards the premature detachment could not be assessed. It is possible the detach element ball became damaged (flattened) causing the detach element to slip out of the retainer ring. The report states that ¿the pushwire was not bent or broken. It was unknown whether the physician repositioned the coil. The physician did not rotate the delivery pusher during the procedure or attempt to detach the coil. There was friction and difficulty during delivery.¿ it is possible the reported resistance contributed towards the premature detachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the coil had premature detachment and encountered resistance in echelon microcatheter. The patient was undergoing surgery for treatment of a saccular, unruptured left vertebral artery aneurysm with a max diameter of 4.2mm and a 1.9 mm neck diameter. It was noted that the patient's blood flow was normal, and vessel tortuosity was normal. It was reported that during coil delivery through the microcatheter, while it has been pushed, the coil could not be advanced and became stuck inside the microcatheter. The coil was immediately retrieved; however, during the retrieval process, it was accidentally detached.  The microcatheter was retrieved, and the guide wire was used to push the coil out of the microcatheter. The coil was replaced, and the filling was completed. N o surgical or medicinal intervention is required. The pushwire was not bent or broken. It was unknown whether the physician repositioned the coil. The physician did not rotate the delivery pusher during the procedure or attempt to detach the coil. There was friction and difficulty during delivery. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.